Event description:
After treatment in the vermillion border with cosmoplast, the pt presented with blanching in the upper left corner of the lip, and bruising and pain at the injection site. Two days post treatment, the pt presented with further bruising and discomfort at injection site and the upper left corner of the lips. The physician prescribed aspirin and topical nitropaste.

Manufacturer narrative:
Medwatch sent to FDA on 08/15/2008. Device eval summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.